Manufacturer narrative:
Quality safety evaluation received on 22-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided.

Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a (B)(6) female plaintiff in united states on 22-aug-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive rashes, excessive hair loss, dental problems, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On (B)(6) 2015, plaintiff underwent a hysterectomy to have the essure coils removed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event chronic pelvic pain and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain') and genital haemorrhage ('heavy and irregular bleeding') in a 31-year-old female patient who had essure (ess205) (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intermenstrual bleeding, uterine fibroid, gravida ii, parity 3 and urinary incontinence. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss/ hair loss"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse.") And migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain, abdominal distension, rash, alopecia, tooth disorder, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure removal date as: (B)(6) 2014. Insertion details-3 coils were extending into the uterine cavity on the right side and 3 coils were extending into the uterine cavity on the left side. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- lot number added. New reporter, lab data, medical history,insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain') and genital haemorrhage ('heavy and inregular bleeding') in a 31-year-old female patient who had essure (ess205) (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intermenstrual bleeding, uterine fibroid, gravida ii, parity 3 and urinary incontinence. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss/ hair loss"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse.") And migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain, abdominal distension, rash, alopecia, tooth disorder, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: discrepancy in essure removal date as: (B)(6) 2014. Insertion details-3 coils were extending into the uterine cavity on the right side and 3 coils were extending into the uterine cavity on the left side. Lot number: 624103 manufacturing date: 2007/04 expiration date: 2009/03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain") and genital haemorrhage ("heavy and inregular bleeding") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss/hair loss"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse."), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (on or about (B)(6) 2015, pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain, abdominal distension, rash, alopecia, tooth disorder, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, tooth disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2017: event heavy and irregular bleeding, migraines and weight gain was added and event pelvic pain dyspareunia was previously reported. Legal claim received. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.